Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 175mg/dl, 275mg/dl. Tests were done less than 10 minutes apart with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.